Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with off no power. The patient's blood glucose at the time of incident was 304 mg/dl. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power event. The customer confirmed that the battery was not previously used, and that the pump had not been dropped or bumped. Troubleshooting was ended midway through due to the customer insisting that the pump be replaced. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected low battery or off no power without low battery alarms noted and alarmed properly low battery. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.